Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) that occurred immediately prior to the system error 2367. The hp stated that their catheter was wet, with no leak identified from the cassette or bags. The tsr had the hp close the clamps, disconnect, and cycle the power on the hc device. The hp would complete therapy with new supplies. Follow-up with the hp found that the catheter was leaking from a small hole and was replaced at the dialysis clinic. The hp stated that they performed therapy the next day with no issues. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.